Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebu0063 showed no other similar product complaint(s) from this lot number. [(B)(4)].

Event description:
It was reported that the rn had a difficult time getting the microintroducer to advance. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed, and was determined to be manufacturing related. One 5 fr x 7cm microintroducer was returned for investigation. The sheath was positioned over the vessel dilator. The edge at the distal tip of the sheath was crumpled. The dilator tip showed no deformation. It was reported that it was difficult to advance the device. The product IFU states, ¿advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision.¿ the sample was forwarded to the manufacturing facility for further review. Reynosa evaluation: the complaint per ¿raised ridge on the shaft of the introducer and difficulty of insertion". Based on the visual evaluation of the photo and according to the process that is carried out in the manufacturing line, this kind of damage can be produced during the rf operation during tip forming. Due to this the complaint is confirmed as manufacturing related. A lot history review (lhr) of rebu0063 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported that the rn had a difficult time getting the microintroducer to advance. No patient injury reported.